Event description:
It was reported that at the time of battery change, high impedance was noted, with both the atrial and ventricular leads. It was believed to be a header issue. A new device was implanted, and the impedance values for both leads was normal. No patient complications were reported as a result of this event.